Manufacturer narrative:
Device analysis report is attached. This report is submitted on january 11, 2022.

Manufacturer narrative:
This report is submitted on november 22, 2021.

Event description:
Per the clinic, the patient experienced an infection (specific date not reported) at implant site and was treated with IV antibiotics (specific date and duration not reported). Subsequently, the device was explanted on (B)(6) 2021. There are no plans to reimplant the patient with a new device as of the date of this report.